Manufacturer narrative:
After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test or verify upload due to display anomaly. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump absence of alarm. Customer stated insulin pump does not alarm on time. Insulin pump only alarms when it pass high limit. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.